Event description:
Event description cpi received information that a patient came in to the clinic because her ventak prx implantable cardioverter defibrillator (ICD) was beeping. The ICD was interrogated and found to be in monitor only mode (the ICD monitors heart activity but does not deliver therapy) due to the presence of a magnetic field. The patient reported that no magnetic field or electromagnetic interference was present that she could identify. This ICD falls under FDA safety alert FDA # n030/031-5. The physician was notified on 4/18/95.